Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked. This occurred after prime completed. The home patient (hp) was not connected during the time of the event. The patient opened the door and there were no damage such as cuts, slice, or holes on the cassette; moisture was noticed. Renal therapy services (rts) advised the hp to follow up with their peritoneal dialysis registered nurse regarding the issue. Rts advised to performed manuals if therapy was missed. The hp started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.